Event description:
It was reported that the ventilator shut down with an audible alarm during transport of a patient. The therapist pushed the on/standby switch, and the ventilator started working again. No reported harm to the patient.